Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead had become dislodged. No patient symptoms were reported. The lead was explanted without replacement due to the patient's intrinsic atrial fibrillation. It was noted that during explant, the lead's helix would not retract. The patient was noted to be in good condition following the procedure.